Event description:
During repositioning and deployment of the protege everflex stent, it fractured. The physician removed the fractured segment, and re-stented the remaining portion that was left in the body. No injury to patient reported.